Event description:
It has been reported to philips that the system was stuck up at start up sequence and gave a remote alert:"rmt - pwr: defective fan and power tray unit". The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was stuck at the start-up loop. Analysis of system logfile by rse showed defective fan and power tray unit. Upon troubleshooting, rse suggested the fse to reload the system software. Later fse, installed the new software and made the system backups in another workorder. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.